Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated a polarity switch. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced pauses. The right ventricular (rv) lead exhibited polarity switch, oversensing, low impedance and non-physiologic sensing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.